Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact to the customer's blood glucose level. Cts provided information on resetting the pump and assisted the caller with the process. After resetting, the malfunction did not recur, and the customer was instructed to continue using the pump and to call back if the issue occurred again.